Manufacturer narrative:
Returned for evaluation was one used 8f 35cm std loop w/ radiopaque marker band drainage catheter. As received the returned drainage catheter appeared used and the tubing was returned in three pieces; i.e. Tip was fractured and shaft was cut distal to the hub. In addition, the customer returned 6 unopened/unused samples for evaluation. The exodus drainage catheters are a purchased device from contract manufacturer freudenberg medical. Scar004332 and returned samples (1 used, 6 unused/unopened) were sent to supplier, freudenberg medical for device evaluation, root cause/corrective action and DHR review of supplier lot {0000138980}. Freudenberg medical confirmed that the used complaint device had catheter tip fragmented/detached. A total of six unopened samples were returned for evaluation along with the complaint device. Verified the od and ID of the shaft to be within specification on all returned samples. A root cause for this failure mode cannot be determined. The device history records were reviewed to confirm that the devices passed all applicable in process and final inspections. The customer's reported complaint description of catheter tip fractured was confirmed. Freudenberg medical could not determine a manufacturing related root cause for the catheter tip fracture. A potential contributing factor is patient anatomy/chemistry. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. Reference (B)(4).

Event description:
An end user reported an issue with an exodus biliary drainage catheter 8f 35cm std loop w/ radiopaque marker band. The following was reported: dr. Roman placed an 8f exodus biliary drain on (B)(6) 2021. (B)(6) did a drain change on the same drain on (B)(6) 2021 and noticed that the drain had fragmented after he placed the .035 guidewire and tried to pull the drain. When he pulled the drain to remove it from the patient it broke in two pieces, separating at the tip. Dr. Chan was able to retrieve both pieces due to each piece being close to the surface. The tip of the drain was placed inside the biliary duct. After removing the drain, dr. Chan then placed an 8f biliary uresil drain. The reported device ihas been returned to the manufacturer for evaluation.